Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed foreign/brush material in the distal end could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of user handling/mishandling and insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: urf-v3op operation manual chapter 3 preparation and inspection. Urf-v3 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and additional non reportable malfunction was found: due to damage on charged coupled device (ccd) unit a foggy image occurred, and the image had shadows, due to a chip on objective lens a flare or ghost occurred, due to corrosion on the angle mechanism the bending section cannot be controlled at all, due to a pinhole on chanel (ch)-tube the water tightness was lost, the distal end had discoloration, adhesive on bending section cover (a-rubber) has a chip, up/down (ud) plate and universal cord was sticky, light guide (lg)-bundle was slipping down, due to damage the switch 1 (sw1) does not work, the control unit was sticky due to water leakage. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. The customer noted that it was unknown if there were any abnormalities with the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that it was unknown if the facility flushed air/water nozzle with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the uretero-reno videoscope had defective image. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, an unknown foreign object was found at the tip of the brush was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.